Event description:
The account alleges that during prostate artery embolization intervention, the guidewire fractured at the distal end. The provider attempted to remove both the tip of the guidewire with a snare, which was unsuccessful. The decision was made to leave the tip of the wire in the prostate artery.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause is attributed to clinical use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.